Event description:
Additional review indicated that the pump was rotated in the pocket, and initially the health care provider thought there was disconnection between pump and catheter due to pump rotated. It was suspected that the patient had urinary tract infection.

Event description:
It was reported that the patient was implanted roughly a year ago and did great. The patient experienced withdrawal; "all of a sudden the patient was very tight". Hcp gave the patient a bolus of 50 mcg; the patient did not respond to the bolus. Patient had previously had trials at 50 mcg and received great efficacy. The hcp considered performing a dye study. It was reported that it "sounds like catheter disconnected from pump because it turned from where it was on previous refills". The patient was currently being treated for withdrawal. It was later reported they think the patient got a "flood" of baclofen following a herniated disc repair. The patient had a fusion from cervical to lumbar region and had a disc herniation at the end of her hardware. It was thought that the disc was compromising cerebrospinal fluid (csf) flow so perhaps baclofen was accumulating below the disc and when surgery was done to correct it, she may have gotten extra baclofen. The major symptom was that they were not able to extubate her after the surgery and also the patient's legs did not seem that loose for someone who received too much baclofen. It was mentioned that the baclofen was a working theory and they weren't certain as to what was going on. They were planning to turn down the pump from about 600 mcg/day to about 450/day. Initially they had difficulty getting telemetry, as the patient was just out of surgery and in a monitored bed but eventually it worked. The pump was delivering gablofen.

Event description:
The patient experienced withdrawal symptoms prior to surgery. A CT myelogram was performed on (B)(6) 2012; results were a decreased flow of contrast post l2 disc herniation. The cause of the event was a large disc herniation blocking the catheter. There was an occlusion of the distal (spinal) segment of the catheter. In (B)(6) 2012, a micro discectomy of l2 l3 disc was done. The patient had a possible overdose of baclofen relative to the bolus. The patient experienced decreased respiration rate and difficulty extubating after micro discectomy. The patient was hospitalized. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: catheter. Product ID (B)(4), lot# n296200, serial#, implanted: (B)(6) 2011, explanted:, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).